Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2011 (B)(6); c2tr01 implantable biventricular pacemaker 2001 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead triggered a lead warning. It was noted that the patient had an ablation post implant. The lead remains in use. No patient complications have been reported as a result of this event.